Event description:
It was further reported that a chest x-ray was taken but was unclear on the lead location. There was an overt perforation of the lead. A revision was performed in collaboration with the cardiac surgeons. A subxyphoidal incision was made and an overt perforation was visible. A suture string was applied. The same lead was retracted and placed in another position.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that five days after implant the patient presented to the emergency room (ER) with stabbing thoracic pain. Interrogation of the device indicated lead dislodgement with decreased sensing and threshold on the right ventricular lead. The lead was repositioned and remains in use. The patient was enrolled in (B)(4). No further patient complications have been reported as a result of this event.